Event description:
It was reported that during a hip procedure using a 1.8mm shoulder q-fix disposable kit, the drill bit broke off while drilling the bone hole. The surgeon retrieved the broken piece, however, it was necessary to drill a new bone hole to complete the procedure. There were no significant delays or pt complications reported as a result of this event.